Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia (" (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems."), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified). Result-breakage, perforation, unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the coils was bent but that it wasn't a problem". The patient's previously administered products included for an unreported indication: depakote from 2007 to 2008. Concurrent conditions included body mass index normal and epilepsy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/lower pelvic pain"), nausea ("nausea") and arthralgia ("hip pain"), 2 months after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia (" (bleeding b/w periods)"), anxiety ("psych injury:anxiety"), bladder disorder ("bladder problems."), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and seizure ("seizures"). The patient was treated with clonazepam, lamotrigine, levetiracetam (keppra) and sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, anxiety, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea, weight decreased, migraine, seizure and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, metrorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6)2014 now it is reported (B)(6) 2014. Discrepancy : previously reported plaintiff performed imaging procedure with result-breakage, perforation, unknown now it is reported essure confirmation test(s) conducted, specify : no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) result-breakage, perforation, unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Updated event psych injury to anxiety. New event migraines / headaches, seizures, hip pain,one of the coils was bent but that it wasn't a problem was added. Concomitant condition, treatment drug, historical drug, reporter, patient demographics was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia (" (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems."), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015: essure confirmation test-(unspecified) result-breakage, perforation, unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated to dysmenorrhea (cramping), pelvic pain/chronic, abdominal pain, back pain, menorrhagia (bleeding b/w periods), breakage, psych injury, migration/uterus perforation, fallopian tubes perforation, bladder problems., bladder infection, uti, vaginal infection, vaginal discharge, fatigue, nausea, weight loss. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.